Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected information: e1. E3: occupation: cath lab manager. Event description: as reported, post procedure, a flexor shuttle select guiding sheath unraveled upon removal from the patient. The unraveling happened in the middle of the sheath and nothing was in the lumen of the sheath when the failure occurred. No unintended section of the device remained inside the patient. No additional procedures were conducted due to the occurrence. The patient did not experience any adverse effects. Investigation - evaluation reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control data were conducted during the investigation. The complaint device was not returned. However, a photo was provided and shows the shaft of the device unraveled near the device tip. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ sheath removal ¿insert a wire guide until its tip extends at least 10 cm past the tip of the sheath,¿ ¿remove the sheath. Avoid traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded operational factors/ unintended user error contributed to this incident due to the dilator not being reinserted for removal as stated in the instructions for use (IFU). Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the last report was submitted.

Manufacturer narrative:
E1: customer name and address: (B)(6); phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, post procedure, a flexor shuttle select guiding sheath unraveled upon removal from the patient. The unraveling happened in the middle of the sheath and nothing was in the lumen of the sheath when the failure occurred. No unintended section of the device remained inside the patient. No additional procedures were conducted due to the occurrence. The patient did not experience any adverse effects.